Event description:
It was reported that the procedure was to treat a mildly calcified, 90% stenosed lesion in the left anterior descending (lad) artery. During the procedure the indeflator was attempted to be pressured to 30 atmospheres (atm) several times; however, the indeflator would only advance up to 20 atm. A new indeflator of the same lot was attempted to be used, but the same issue occurred. A non-abbott device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delays reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional ppak 20/30 w/copilot indeflator device referenced in b5 is filed under separate medwatch report number.

Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It is possible that the connection port was not fully connected/tightened thus resulting in the reported difficulties; however this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: the first indeflator attempted three times to reach 30 atm and the second indeflator attempted two times to reach 30 atm. There were air bubbles in both indeflators. No additional information was provided.